Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant there was tortuosity in the cephalic and that it was difficult to pass the first curve at the exit introducer. The lead was moved back and forth. When the lead was taken out of the introducer, it was noted that the distal part of the coil had a little breach (the coil was fraying). Both leads were attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. The right ventricular (rv) coil was exposed and kinked/buckled. It was visually noted that the lead was damaged at implant.